Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, using the fast fix, the t2 suture knot was loosened. Both t's were removed from the patient using tweezers. The procedure was completed with non significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. The image also revealed the anchors and suture are detached from the needle. The t1 anchor is all that remains attached to the suture the t2 anchor is missing from the imaged device. A visual inspection revealed both anchors were returned with the device. The anchors were attached to the needle. The t2 anchor was pushed forward against the t1 anchor. No physical damage visible to the device. A functional evaluation revealed the anchors could be deployed as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.